Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the device had not been functioning for years and it was supposed to be explanted, but it never was. The hcp was requesting MRI guidelines. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that no actions had been taken to resolve the device not functioning. The patient purposely stopped charging the device because she was not getting good pain relief. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. They reported they did not know for sure if the patient ended up getting the MRI but believed they did. They also stated no actions/interventions are planned to resolve the non-functioning/overdischarged ins because the patient has cancer and is more concerned about their pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-dec-13. It was reported that there was an alleged overdischarge. The patient had not charged in a couple of years. It was reported that the patient stopped using their stimulator because they had cancer and a lot of medical issues. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2017-dec-15. The rep stated that the patient called them to make them aware of the overdischarge. The patient is waiting to see if the hospital will do the MRI even with the battery discharged. This information was confirmed with the physician. No further complications were reported/are anticipated.